Event description:
Allergan rep rec'd a voicemail message from a health professional requesting a return kit for an explanted device to be able to return the product to allergan. No add'l info was provided. F/u findings: pfn was rec'd by allergan. Event description states: "pt came in with heartburn and nocturnal coughing despite loosening of the band two days before. [Pt was sent] for esophagram. Results showed that pouch dilation, hiatal hernia with esophageal dilation and retained secretions had recurred. Band/port removed and replaced with a new one." The device was returned and analyzed. The serial number of the device was not available from the surgeon.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product; however, the analysis has not been completed at this time. Esophageal dilatation, pouch dilation, reflux, and a hernia are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of esophageal dilatation and pouch dilation as follows: "esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or pt non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation developes. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilation. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation." Device labeling addresses the reported event of a hernia and reflux as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included a hiatal hernia. Ulceration, gastritis, gastro-esophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."